Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was unknown mg/dl. The customer received multiple power loss alarms when battery was out for less than 10 minutes. The customer was advised that the internal backup battery could not be charged. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Power loss, low battery and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then an alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked keypad overlay and minor scratches on the lcd window and case.